Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that pump was giving channel error message. It was reported that there was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Supplemental MDR to revise h6 device code to 1503 for channel error.

Event description:
It was reported that pump was giving channel error message. It was reported that there was no patient involvement. Although requested, additional information was not provided.